Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device/failure to occlude fallopian tube"), pelvic pain ("pain-pelvic area") and genital haemorrhage ("abnormal bleeding") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression and anxiety disorder. Current weight 111 lbs. (B)(6) 2017: negative for intraepithelial lesion or malignancy. Concurrent conditions included retroverted uterus, carcinoma, multiparous, perineal pain, abdominal pain and pelvic abscess. Concomitant products included buspirone hydrochloride (buspar), ibuprofen, medroxyprogesterone acetate (depo-provera), mirtazapine, mirtazapine (remeron) and quetiapine fumarate (seroquel). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse /dyspareunia (painful sexual intercourse)"), pain ("physical pain"), mood swings ("hormonal changes describe: mood swings"), rash ("rashes or skin conditions type: rashes"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 4 years 6 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reaction"), depression ("psychological or psychiatric problems condition:depression"), migraine ("migraines"), headache ("headaches") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, genital haemorrhage, dyspareunia, menstrual disorder, hypersensitivity, depression, anxiety, pain, mood swings, rash, migraine, headache, nausea, dysmenorrhoea, weight increased, vaginal haemorrhage, menorrhagia and vulvovaginal pain outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pain, pelvic pain, rash, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she need for additional surgery essure start dated were reported. (B)(6) 2014. Stop date of essure was updated from (B)(6) 2015. Only right side essure done. The left ostea was identified and was found to be within normal range. Essure device were applied and 3-5 coils were seen inside the endometrium. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56.689 kgs. Hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (left tube occluded). Pathology test - on (B)(6) 2018: it consists of a previously opened uterus with attached cervix, that weighs 135 grams and measures 9.2 cm cornu to cervix, 5 cm cornu to cornu, and 2.5 cm anterior to posterior. The serosal surface is tan-pink, smooth and glistening. There is adhesion tissue at the potential anterior surface of the uterus. The ectocervix is surfaced by gray-pink, smooth and glistening mucosa. The ectocervix is surfaced by gray-pink, smooth and glistening mucosa. Usual trabeculate is distinct and the usual trabeculate appearance covered by a scanty mucosa. The endometrial cavity is roughly triangular and measures 3 cm at the fundus. The endometrium is tan-pink, smooth. Glistening \<dth a thick appearance. The endometrium measures an average of 0.1 cm in thickness.. X-ray - on (B)(6) 2018: non-obstructive bowel gas pattern. 2 curvilinear foreign bodies at the every of the rectum measuring 1.1 cm each. Most recent follow-up information incorporated above includes: on 13-may-2019: pfs and mr was received reporter information was added. Date of removal was added. Events mood swings, rash, migraines, headaches, device dislocation, nausea, dysmenorrhea, weight gain, vaginal bleeding, menorrhagia, vaginal pain were added. Event onset date was added. Patient details was added. Product information was added. Medical history was added. Lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression and anxiety disorder. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("pain during intercourse /dyspareunia (painful sexual intercourse)"), menstrual disorder ("menstruation issues"), hypersensitivity ("allergic reaction"), depression ("depression"), anxiety ("mental anguish") and pain ("physical pain"). The patient was treated with surgery (had surgery to remove the essure implant, hysterectomy (full)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, menstrual disorder, hypersensitivity, depression, anxiety and pain outcome was unknown. The reporter considered anxiety, depression, dyspareunia, genital haemorrhage, hypersensitivity, menstrual disorder, pain and pelvic pain to be related to essure. The reporter commented: she need for additional surgery essure start dated were reported. On (B)(6) 2014. Stop date of essure was updated from on (B)(6) 2015. Only right side essure done the left ostea was identified and was found to be within normal range. Essure device were applied and 3-5 coils were seen inside the endometrium most recent follow-up information incorporated above includes: on (B)(6) 2018: summons received. Events menstruation issue, allergic reaction, depression, mental anguish & pain nos were added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("pain during intercourse"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage and dyspareunia outcome was unknown. The reporter considered dyspareunia, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: she need for additionai surgery incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.